Manufacturer narrative:
A review of the batch records confirm the device was manufactured to specification. Additional patient and event specific information has been requested. The revision procedure has not yet been scheduled. The investigation is ongoing. A supplemental report will be provided.

Event description:
The surgeon reported that the patient has no knee motion at this time and needs a total knee replacement to restore knee function.

Manufacturer narrative:
Investigation into the reported event confirms that the surgeon reported the patient has no knee motion and needs a total knee replacement to restore her knee. This patient had a knee contracture almost from the beginning. The patient was non-compliant with her physio. The patient was taken to surgery for a manipulation under anaesthesia, where she sustained a fracture in her femur. The surgeon does not blame the lack of knee motion on the implant, but rather the non-compliance of the patient. A review of the batch records revealed no evidence that non-conforming products were released from this batch. No other similar complaints have been reported within the past 12 months. The surgeon confirms the issue is not implanted related. The complaint is being closed, and is being tracked and trended.

Event description:
The surgeon reported that the patient has no knee motion at this time and needs a total knee replacement to restore knee function. This is a supplemental report to 3004105610-2016-00035 ((B)(4)).